Event description:
It was reported that pump usb port contained dirt and debris that made it difficult to insert cable. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding actions taken by the customer or technical support, and no further action was requested.